Event description:
Misty by bioplasty, inc. Was found to have leaked during removal of implants. Medical records indicate 380cc implants were implanted and upon removal involved implant weighed 3 gms less than other. Subsequently crystallized foreign material was found in tissue during biopsy and then was found to have developed non-hodgkins lymphoma. No prior family history. No lymphoma "symptoms" except tissue found in breast with implant leak.